Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. Occurrence of a pressure sensors failure during use in normal ventilation operation may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The ventilator was not in use on a patient therefore there was no patient involvement or harm. Evaluation and service of the device is pending.

Manufacturer narrative:
Device evaluation and service pending.

Event description:
The manufacturers service technician replaced the data acquisition pcb to motor controller pcb board cable to address the reported problem. Final applicable testing was completed per operating specification with no fault reported.